Event description:
The following information was reported by the customer's attorney: customer's event occurred on (B)(6), 2009. Is represented by an attorney. Customer may have had two separate dka events using lot 8 devices, one beginning on (B)(6) and a second sometime in (B)(6) or (B)(6) 2009.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.